Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the armada balloon was leaking fluid upon inflation. A new armada balloon was used to complete the procedure. There was no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and although abbott vascular (av) did not confirm the reported balloon rupture, a leak at the distal end of the hub was identified. A review of the complaint handling database found no similar incidents from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.

Event description:
The following additional was received: the procedure was to treat a lesion with mild tortuosity and mild calcification in the superficial femoral artery. During the first inflation at 8 atmospheres, contrast was noted to be escaping and loss of pressure occurred. No additional information was provided.